Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number: (B)(6) was returned for evaluation following the reported event of low flow alarms being observed that resolved following a controller exchange. The reported event could not be correlated to an issue with the returned controller. The returned system controller (serial number: (B)(6) was functionally tested and found to operate as intended during testing. Provided information indicated that an obstruction within the system was suspected and could not be ruled out and that the controller exchange may have caused the suspected obstruction to clear during the pump restart. There were no issues observed during testing of the controller that would have contributed to a low flow alarm activating. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number hsc-(B)(6), was manufactured in accordance with manufacturing and qa specification's. The heartmate 3 system controller was shipped to the customer on (B)(6) 2023. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the low flow alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller for damage. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a recently implanted patient was receiving an alarm stating "no flow going through pump". The alarm was reportedly active for approximately 25 minutes and there was no change in the patient's neurological condition, consciousness, or vital signs. Attempts were made to lower ventricular assist device (vad) speed, but this did not change flow. The controller was exchanged, and flows began reading at 5.0 liters per minute (lpm). The original controller was hooked up to a mock loop and the controller was functioning appropriately. The patient remained stable after the controller exchange. It was planned to send log files, complete an echocardiogram and computed tomography angiograph (cta) to make sure there were no restrictions in flow through the pump or outflow graft. The patient had not had any further issues as of (B)(6) 2023. Review of log files from the new controller did not show any unusual events. The alarms were originally thought to be an electrostatic discharge (esd) event, but after further evaluation of the log files, technical services suspected that the drop in flow may have been the result of an obstruction within the system. The controller swap may have caused the obstruction to break apart following pump restart. Related manufacturer's report: 2916596-2023-05383.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.